Manufacturer narrative:
(B)(4). Batch # n91x3g. Investigation summary the handpiece was received with the nose cone cracked disassembled from the device. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to a sleeve gastrectomy procedure that the tech was trying to seat the disposable on to the hand piece but was unsuccessful and was unable to perform pretesting. When the tech tried to remove the disposable, it spun freely on the hand piece and could not be removed. Sales rep tried to turn the disposable counter clockwise for around 5 minutes and the disposable would not come off. Sales attempted to pull the disposable off the hand piece. While attempting to pull the disposable off the hand piece the hand piece broke below the threaded part of the hand piece and is still attached to the disposable. Another like device was used to complete the procedure. There were no adverse consequences for the patient.